Event description:
Us complainant reported the patient was on impella rp flex support. While on support, there was a concern for hemolysis. There was increased plasma free hemoglobin and lactate dehydrogenase (ldh). Impella was removed due to hemolysis concerns. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A notification that was received on 12/22/2024 via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of thrombus in outflow : ¿thrombus in the outflow¿. The patient outcome is unknown.

Manufacturer narrative:
The instructions for use for the impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ added: b5-updated narrative with failure mode thrombus g3-new aware date h6-clinical code 4440.